Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: lot 7k00522 was manufactured on 10/07/2017, in the convex 2 pc line with a total of (B)(4)market units. Complaint investigator performed a batch record review on 11/21/2019, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, under international commodity code (icc) 413180, system application product (sap) material identity document (ID) (B)(4) and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: there is no photograph associated with this case and no unused return sample was expected. Conclusion summary of the related event: the purpose of this investigations was to determine the root cause associated investigation wafer disc decentralization, complaint malfunction skin barrier starter hole is defective, e.g. Misalignment or off center, leakage may occur for lots manufactured in convex 2 pc building 8, haina, d.r. After the use of the 6 m¿s methodology to document investigation findings, explore and analyze probable causes, it was determined the following root causes and opportunities: 1. Method opportunity: due to the fact that the occurrence of this failure mode was not constant, it had peaks of occurrence during the process, it was observed that the actual testing method (random hourly sampling) may not captured effectively the defects prior to packaging, so it was suggested the implementation of a continuous testing method to anticipate to all of the peaks. 2. Manpower opportunity: a certification of the operators who had direct influence due to the ¿flange/wafer loading¿ process in the operation they were executing should be considered in order to reduce the learning curve effect in process and guarantee the training effectiveness. This should be performed in conjunct with the quality inspector, process engineer of such line and the supervisor. 3. Machine: it was considered that due to the observations registered, machinery was the root cause of this incident. It was concluded that all the machinery/ tooling items complied when compared against drawing and procedure instruction (pi) specifications, however due to the demands of the process, these tooling require a dimension modification to reduce the variability of the process. Listed below were the observations. ¿ misalignment of the wafer loading pins. ¿ misalignment of the upper wafer loading plate. ¿ fixation of the upper wafer loading plate and lower wafer loading plate. Actions were taken for each factor and summarized on corrective action / preventive actions (CAPA) plan under the parent CAPA record in database (version 1). Actions covered in this investigation were implemented in convex 2 pc building 8 inside convatec d.r., except for automatic convex 2 pc, because the design and functioning of this machine is different. A version 2 under the second CAPA record in database was created to add other corrective action / preventive actions (CAPA) plan under the parent CAPA record, this CAPA was closed effective. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR 9618003-2019-17527 / device 1 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 6 unused wafers had an off-centered starter hole. No photo is available at this time.